Event description:
Bard access systems titanium dome implantable port catheter tip separated from catheter. Problem noted on preoperative radiograph. Port and remaining portion of catheter removed in or, pt referred to another facility with invasive cardiac capability to retrieve the part.manufacturer response for implantable infusion port, bardport (per site reporter).information taken, will respond later.